Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's display was replaced to address the issue. A failure related to the sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
The MFR received info alleging an issue with a screen's display. The device was not in pt use.